Event description:
Event description cpi received information that this endotak c transvenous defibrillation lead delivered several inappropriate shocks. During lead revision, damage was seen to the proximal lead. The physician also suspected a coil fracture due to high impedance readings.